Event description:
Patient's mother called and said the cadd ms3 pump was malfunctioning. She said it would go blank then start beeping. I tried troubleshooting, but it would not work. Patient has a back up pump there and was connected to the functioning pump when mom called. She was going to use the pump that would not work to hook up the next dose. The patient was not harmed at all and no medication intervention needed. He did not miss any doses and therapy was not interrupted or delayed. Patient stayed connected to working pump and a new pump was sent over night. Mom did have a return box there and was going to send pump back. Mom did not request to talk to anyone else about the pump. She only wanted it replaced. Dates of use: from (B)(6) 2016. Diagnosis or reason for use: pah.